Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately nine months post implant, the patient experienced bigeminy on electrocardiogram (EKG), possible premature ventricular contractions (pvcs) and bradycardia, below the lower rate limit of the implantable pulse generator (ipg), with ventricular safety pacing. The ipg remains in use. No further patient complications have been reported as a result of this event.